Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23jul2018. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and capsular contracture, baker grade IV.

Event description:
Patient reported left side "burning , firmness/hardening, and breast higher than the other side", and "possible infection." Patient later reported " chest pain, and liver issues" (not device related). Healthcare professional reported left side "mastitis" and capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Visibility/palpability: unable to observe as it is not related to the device. Device migration: unable to observe as it is not related to the device. Infection: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Other-medical-ndr: unable to observe as it is not related to the device. As per the investigation procedures observed one opening assessed as fold flaw opening, non-penetrating nicks, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "burning , firmness/hardening, and breast higher than the other side", and "possible infection." Patient later reported " chest pain, and liver issues" (not device related). Healthcare professional reported left side "mastitis" and capsular contracture, baker grade IV. Device has been explanted and replaced.